Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During a portico procedure with perfect valve positioning and good results, an effusion occurred. After the sheath removal, a control angio showed a left common femoral artery effusion. A covered stent was deployed from the controlateral cfa but after mid release the deployment system has blocked and was impossible the complete stent deployment. The covered stent was removed partially open from the right cfa. This maneuver caused a vascular lesion that involved both the right superficial and the deep femoral arteries. The patient experiences hypotension and was treated with liquids and a blood infusion. All 3 vascular injuries were treated with cover stents and a complete hemostasis was obtained. The patient continued the normal post-operative course. It is unknown if the effusion was caused by the introducer.